Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age of the patients represented in the article is male/59 years old. Of note, multiple patients/manufacturers/methods were noted in the article; however, a one to one correlation could not be made with unique manufacturer/product lot numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: sivasambu b, balouch ma, zghaib t, et al. Increased rates of atrial fibrillation recurrence following pulmonary vein isolation in overweight and obese patients. J cardiovasc electrophysiol. 2018;29:239¿245. Https://doi.org/10.1111/jce.13388. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complications while using a cryoablation balloon catheter: there were three (3) patients who experienced a stroke/transient ischemic attack (tia). There was no treatment/resolution indicated. There were also eight (8) patients who experienced ¿bleeding¿ associated with the procedure. There were 32 patients who had ¿major or minor¿ complications; some of which required medical/surgical intervention and/or prolonged hospitalization. Of note, multiple patients/manufacturers/methods were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The status/location of the cryoballoon catheter is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.